Manufacturer narrative:
(B)(4).

Event description:
It was reported "introducer breakage - fixed part of the device catherization of the radial artery inside the vessel arterial. The piece of device was promptly removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "introducer breakage - fixed part of the device catherization of the radial artery inside the vessel arterial. The piece of device was promptly removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided two photos for evaluation. The complaint of needle cannula/hub separation was confirmed by the photo; however, a clear view of the point of separation is not possible. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.